Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the device doesn't recognize the scopes of 160/180 series. There were no visible traces of damage on the patient (dr) board that was found defective. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus, model cv-190, evis exera iii video system center to olympus for repair due to a report of "scopes connected thru maj-1430 don¿t work." Upon inspection and testing of the returned device, it was determined that the device did not recognize olympus model series 160 and 180 scopes. This report is submitted due to the malfunction that the device did not recognize olympus model series 160 and 180 scopes. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found the cause of the device not recognizing the scopes was due to a defective circuit board. The faulty parts were replaced. The device was inspected and passed olympus functional standards. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.